Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, g3, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the customer allegation was confirmed. Based on the results of the investigation, the acoustic lens was damaged (did not reach the glue layer). The cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the point on tip of the subject device appears bent/broken off. The reported malfunction occurred during reprocessing. There were no reports of patient harm.